Event description:
Same case as MDR ID: 2134265-2015-01852. It was reported that the catheter froze on the wire. The concentric, totally occluded target lesion was located in the non tortuous and severely calcified superficial femoral artery which had a vessel diameter of 4.5mm. A v-18 control wire was advanced using a crossover technique and then a 4.0mmx60mmx135cm sterling¿ balloon catheter was advanced into the stenosis. The balloon was repeatedly dilated to 12atms. After fully deflating the balloon, the physician attempted to remove the balloon catheter over the wire; however, it was found that the catheter was froze on the wire and removal was not possible. The physician then attempted to remove the v-18 control wire and was unable to. The wire and the sterling balloon catheter were then removed together with very strong resistance. When the devices were outside the patient it was noted that the sterling balloon catheter was pulled ¿very long¿ and the distal shaft was missing. The patient was sent to the operating room and the detached distal shaft was successfully removed. No additional patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag and has a wire kink as part of the overall revision. The visual inspection was performed and the device was severely kinked and bent along the wire and stuck inside the catheter. The wire was removed from the catheter, however, much resistance was felt during the removal. All the outer diameter and guide wire overall length measurements were according to specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01852. It was reported that the catheter froze on the wire. The concentric, totally occluded target lesion was located in the non tortuous and severely calcified superficial femoral artery which had a vessel diameter of 4.5mm. A v-18 control wire was advanced using a crossover technique and then a 4.0mmx60mmx135cm sterling balloon catheter was advanced into the stenosis. The balloon was repeatedly dilated to 12atms. After fully deflating the balloon, the physician attempted to remove the balloon catheter over the wire; however, it was found that the catheter was froze on the wire and removal was not possible. The physician then attempted to remove the v-18 control wire and was unable to. The wire and the sterling balloon catheter were then removed together with very strong resistance. When the devices were outside the patient it was noted that the sterling balloon catheter was pulled "very long" and the distal shaft was missing. The patient was sent to the operating room and the detached distal shaft was successfully removed. No additional patient complications were reported and the patient's current condition is stable.